Event description:
Medtronic pump port accessed by rn for refill using medtronic refill kit. Unable to aspirate; resistance met when attempting to flush. New refill kit used - 5 cc's were injected with resistance then no resistance encountered. A 40 cc's of opioid medication rapidly delivered into pt's abdominal cavity. Approx 500 mg morphine- pt required 2 day in-pt admission in ICU. Discharged home in pre-event state. No permanent sequelae. Total catheter volume 0.191 ml.